Event description:
Approximately two weeks after hvad implantation, this patient experienced a cerebrovascular accident. Patient initially presented with expressive aphasia, difficulty swallowing , weakness of the right arm, and visual deficit. Heparin bridge had been used post-operatively until therapeutic inr was reached. Coumadin was held the day prior to the event due to supra-therapeutic levels. Echo revealed a possible clot on the aortic valve. Patient is being monitored on step down and recovery has been complicated by malnutrition requiring feeding tube placement, weakened right ventricular function, pleural effusion and overall signs of deconditioning. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient experienced a cerebrovascular accident (cva). The patient presented with right arm weakness, vision, and speech impairments. The patient experienced expressive aphasia and was noted to be significantly malnourished, unable to swallow and required a feeding tube; the patient further developed pleural effusion and weak right ventricle. Positive cultures from fluid in peritoneum were found and she was discharged to home with wound vacuum closure device for driveline infection. The patient became septic and was readmitted to the hospital. The patient was intubated for respiratory distress and died of multisystem organ failure. The device was not returned as it remains implanted. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Stroke, respiratory dysfunction, right ventricular failure, sepsis, and multi-organ failure, and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.